Manufacturer narrative:
(B)(4) evaluated the device, and the reported problem could not be confirmed or duplicated. However, it was noted that the unit exhibited damage that could have caused the reported problem. The connector body had been loosed from the connector coupler, allowing the connector pins and wiring to twist at the connection to the console. This likely caused damage to the wiring and pin connections, which may have caused intermittent performance problems. This damage was likely caused by the application of rotational force to the connector while it was plugged into the console, which is indicative of mishandling of the device. (B)(4).

Event description:
Report received from the USA that the device is "stuck at 8000 rpms." The device was being used during surgery. The event date is unk. No injury or medical intervention occurred. There was no add'l info provided.